Event description:
The patient's husband called and questioned if the pacemaker could be checked by phone, but he does not have a monitor at home. He reported that his wife had not been feeling well, including being "dizzy" and unable to measure blood pressure. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.